Event description:
Healthcare provider reported, a right side capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is not related to the device. No further actions are required, as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare provider reported a right side capsular contracture baker grade IV. The device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 01/19/2024. Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 03/02/2024. Additional, corrected and/or changed data: d.6b.

Event description:
Healthcare provider reported a right-side capsular contracture baker grade IV. The device has been explanted.

Event description:
The device has been explanted.